Manufacturer narrative:
No pt injury or medical intervention was reported as a result of this incident. Gambro renal products technical services (grpts) evaluated machine and could not duplicate the reported condition. Verified the return pressure sensor and the uabd sensor. Machine passed prime with a self test. Ran a pt simulation (functional test) for two hours with no air in blood. The manufacturer is aware of this reported problem 'air in blood alarms' and further investigation is ongoing. A follow-up or final report will be submitted upon completion of the investigation.

Event description:
In 2006, the customer reported: "there was several "air in blood" code # 19 alarms on a gambro prismaflex system that would not clear during a pt's continuous renal replacement therapy (crrt) session. There was no visible air in the blood filter set. The attempts to clear the alarm as outlined in the prismaflex operator's manual were unsuccessful. The staff nurse was unable to return the blood in the extracorporeal system. Reported "estimated" blood loss volume was 130 ml. When setting up a new extracorporeal system the prismaflex machine was alarming self test failure code #16. The machine was pulled from service at this time. The pt's treatment continued utilizing a second prismaflex machine. Reported machine runtime 922 (h).